Event description:
Customer reports to have problems with sensor. Customer states that once he puts on a new sensor and chooses the option for new sensor, he receives a sensor end message, customer states this occurred eight times. Customer also reports to have been hospitalized on (B)(6) 2014. Customer was wearing insulin pump at the time of hospitalization. Customer's blood glucose at the time of hospitalization was 112 mg/dl. Customer reports to have been hospitalized due to gout on foot, diabetes, kidney crystalization, and uric acid, customer states his foot was red and inflamed. Customer was treated with liquid prednizone, medication and was released. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).